Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was de-cased and further visual inspection was performed; no issue were observed. Power consumption test was performed. All results were within specification. Issue is not confirmed due to fast draining battery not observed. This also serves as a correction report. Section (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The customer reported to have received an unspecified sensor scan reading compared to readings obtained on an unknown meter as a result, customer experienced a loss of consciousness, felt cold and shaky but did not have a rising temperature, and was unable to self-treat. The customer was covered by a blanket to prevent further coldness. In addition, it was reported that the customer received too much unspecified fluid after which a blood glucose of 8.2 mmol/l was obtained. The customer reported to have been treated with insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The customer reported to have received an unspecified sensor scan reading compared to readings obtained on an unknown meter as a result, customer experienced a loss of consciousness, felt cold and shaky but did not have a rising temperature, and was unable to self-treat. The customer was covered by a blanket to prevent further coldness. In addition, it was reported that the customer received too much unspecified fluid after which a blood glucose of 8.2 mmol/l was obtained. The customer reported to have been treated with insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.